Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 june 2020: lot 141759c: (B)(4) items manufactured and released on 23-sep-2019. Expiration date: 2024-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1908993. Batch review performed by medacta regulatory affairs department on 03 june 2020: lot 1908993: (B)(4) items manufactured and released on 17-feb-2020. Expiration date: 2025-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 month from the primary surgery due to leg length discrepancy about 1 cm. The surgeon revised the stem and ball head because the patient wasn't satisfied about the leg length.